Manufacturer narrative:
Date of event and implant: dates estimated. The UDI # is not available as the part and lot number was not provided. Exemption number e2019001. The device were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effects of renal failure and mitral regurgitation (mr) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information available, a definitive cause for the reported death could not be determined in this case; it is possible that patient conditions contributed to the reported patient effects; however, this cannot be confirmed. The reported death was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional patient effect of death referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report recurrent mitral regurgitation, chronic renal failure, and prolonged hospitalization. It was reported through a research article identifying mitraclip devices that may be related to the following: recurrent mitral regurgitation, chronic renal failure, prolonged hospitalization, and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "one-year outcomes after mitraclip for functional mitral regurgitation".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [cn-016875.pdf].